Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.

Event description:
It was reported that during a da vinci-assisted radical cholecystectomy with portal lymphadenectomy procedure, the suction irrigator instrument continued to suction when not activated, causing insufficient insufflation. The suction irrigator instrument was attempted to be used on different universal surgical manipulators (usm), but the issue persisted. The surgeon(s) confirmed taking their foot off the pedal to stop activating the instrument when it continued to suction; insufflation rapidly decreased. The event occurred during the portal lymphadenectomy with attempted suture repair of a bleeding arterial branch. The estimated blood loss due to the event was 400 ml, no blood products were administered. Due to lack of adequate insufflation, visualization was limited and bleeding from the branch of the hepatic artery continued until the insufflation was able to be maintained. Once insufflation was stabilized, the bleeding was controlled. It is unclear what medical intervention was rendered to control the bleeding. In addition, the cause of the bleeding is unknown. The procedure was completed robotically and the patient is recovering well.